Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal blood glucose results. The complaint was classified based on additional information from the patient's wife obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient's wife said that the patient manages his diabetes with novolog insulin (5 units in the morning and before dinner as well as unit dose based on a sliding scale before bed) and 10 units of lantus insulin in the morning. The patient's wife reported that the patient tests his blood glucose 2 times a day and said that his normal blood glucose is between 90-115 mg/dl in the morning and 185-215 mg/dl in the evening. The patient's wife told the mss that she believes that her husband may have been administering too much insulin based on the alleged high readings being prompted by the subject meter. However, she could not provide specific times when her husband had done so. The patient's wife confirmed that her husband obtained a blood glucose result of "363 mg/dl" with the subject meter on (B)(6) 2012 at 9 p.m. The patient's wife stated that the patient felt the result of "363 mg/dl" was inaccurately high due to not having symptoms of high blood glucose at the time he tested. The patient's wife denied that the patient administered additional insulin or made any changes to his normal diabetes management due to subject meter reading inaccurately high. The patient's wife informed the mss that at 5 a.m. On (B)(6) 2012 the patient became "shaky and disoriented" and that an hour after the onset of symptoms the patient treated himself with food. The patient's wife mentioned that her husband could possibly have given himself too much insulin the night before due to the subject meter reading inaccurately high. However, the patient's wife could not specify what the result obtained on the evening prior was or how much insulin the patient administered. The patient's wife told the mss that the patient had begun working with his health care provider on his diet and insulin therapy to bring his blood glucose levels down in the beginning of (B)(6) 2012. The patient's went on to say that with the changes in the patient's diet/insulin in combination with using the replacement meter the patient's blood glucose levels have begun to lower. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement, that the patient was not using expired test strips and that a control solution test was performed and failed. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient's wife reported that her husband had potentially administered himself too much insulin due to the alleged inaccurate high results being obtained on the subject meter. Additionally, the patient's wife reported that her husband developed symptoms suggestive of a serious injury as a result of administering "too much insulin."

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.